Event description:
The label is 'scratched off'. From the information that she reported, the lot number can be pieced together as 547049. The vial expiration date is still legible and reads 9/30/06. The manufacturer has the expiration date as 9.30/05. No adverse event reported. Requested return of suspect device and replacement was sent.